Event description:
It was reported that the customer was receiving no delivery alarms on the insulin pump. Customer's blood glucose level was 194 mg/dl. Customer was assisted in performing a 5.0u fixed prime. Customer stated that the insulin did not exit and the insulin pump alarmed no delivery. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Customer was advised that the insulin pump is working as designed. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.